Manufacturer narrative:
The laser probe has been rec'd and in-house eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): no pt injury reported (no consequences or impact to pt). Product problem(s): the flex tip snapped off the laser probe (break). The nurse reported during the insertion of the laser probe through the trocar, the flex tip snapped off the laser probe. The surgeon pulled the probe off the trocar and replaced it with another laser probe. The surgery was completed. No pt injury was reported.